Event description:
It was reported that during implantation of the lead it took more than the average turns to extend the helix. After the third attempt, with poor placement, the helix appeared bent. The helix was exercised on the back table and would not extend. The lead was not used and a different lead was implanted during the procedure. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).